Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while the sensor remained paired and providing readings through the dexcom mobile app. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting and temporary interruption of cgm data to the ilet. User support included guided troubleshooting with a restart of the ilet, reentry of the pairing code, and initiation of a new pairing attempt with advised waiting time. Investigation of this case revealed a pairing conflict likely due to concurrent pairing of the dexcom g7 with the mobile app, consistent with known connectivity and communication issues between external cgm components and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup and device-to-device bluetooth connection conflict.